Event description:
Balloon pump said autofill failure but helium tank was full. Balloon pump was changed out and was working fine.health professional's impression:this pump malfunctioned while being used to support a very unstable cardiac surgery patient. The pump was replaced emergently. After monitoring, patient did not appear to suffer any damage from malfunctioning pump. Pump was evaluated by biomed and found that the autofill calibration had drifted out of spec. Moisture was also found in the pump head (which can also result in this type of failure, but we believe the calibration was responsible for this event). Unit underwent preventive maintenance inspection in january but this check is not part of the manufacturer's test procedure. It has now been added to ours. Unit was recalibrated and thorough operation testing performed. Unit is being returned to service.